Event description:
It was reported that, "dr. Was trailing and went to insert the trial with the inserter/impactor. When he hit, it broke in half."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.